Event description:
It was reported that the user was receiving glucose readings in the dexcom g7 continuous glucose monitor (cgm) mobile application but not in the ilet bionic pancreas, consistent with a pairing or communication failure between the ilet and the cgm sensor. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact and no need for medical care. User support included customer support troubleshooting and education, which involved guiding the user to toggle the cgm configuration and reenter the sensor code to reestablish communication. Investigation of this case revealed a probable device-to-device connectivity or configuration issue consistent with pairing not completed to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup or configuration error leading to a temporary communication failure.